Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record (DHR) confirmed that the device met specification prior to shipping. No manufacturing deviations were noted that could have contributed to the reported allegation. The instructions for use was reviewed. The IFU states: caution: do not bend the fiber at sharp angles. Damage may occur to the fiber. Caution: the fiber is a precision device. Damage to the fiber can result in the emission of uncontrolled laser energy. Do not excessively manipulate or bend the fiber. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that during a photoselective vaporization of the prostate, the fiber began forward firing. The procedure was completed using another fiber. There were no patient complications.

Event description:
It was reported that during a photoselective vaporization of the prostate, the fiber began forward firing. The procedure was completed using another fiber. There were no patient complications.